Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical database that the patient presented to the hospital on (B)(6) 2016 with bright red blood in the rectum. The patient was admitted for further evaluation of gastrointestinal (gi) bleeding. Hemoglobin (hgb) levels dropped to 6.8 g/dl on (B)(6) 2016. The stool guaiac test was positive. Patient was subsequently administered one unit of packed red blood cells (prbcs) on (B)(6) 2016 and one unit of prbcs on (B)(6) 2016. The patient was given another two prbcs on (B)(6) 2016 as hemoglobin level did not improve. The patient's hemoglobin increased to 9.0 g/dl on (B)(6) 2016 following the receipt of blood products. An esophagogastroduodenoscopy (egd)/push enteroscopy was performed on (B)(6) 2016 and revealed mild gastric antral vascular ectasia (gave) that was treated with argon plasma coagulation (apc) and thought to be the most likely source of melena. A colonoscopy performed on (B)(6) 2016 found no small bowel bleeding or evidence of bleeding. The patient's hgb/hematocrit (hct) continued to stabilize and he was discharged to home on (B)(6) 2016. The event was considered resolved. The primary investigator deemed the event related to the "need for anticoagulation", and unrelated to the lvad device, procedure, and patient's condition. No further information was provided.